Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, it is likely while the user was handling the device, physical stress was applied to insertion section which caused the section squeezed. Subsequently, abnormality of image sensor unit occurred then no image occurred. However, a definitive root cause could not be determined. The following information is stated in the instructions for use (IFU): ¿-inspection of the endoscopic image -do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, video cable, video connector, or light guide connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, video cable, video connector, or light guide connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Attempts to retrieve additional information from the customer are in progress. The device was returned to olympus for a device evaluation and the customer¿s allegation was confirmed. The device evaluation found the following: the device displayed no image, the exera identification chip had no data, the distal end plastic complete video has chip catching cotton and scratches, the bending section cover glue had a chip/lifting, the light guide lens had deep scratches, the charged coupled device shrink tube was split, and the insertion tube had scratches and dent, and failed ring gauge. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported to olympus that the evis exera iii bronchovideoscope had no image. There were no reports of patient harm associated with this event.